Manufacturer narrative:
(B)(4). The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through a radial artery. The 90% stenosed, de novo lesion was located in a non calcified and moderately tortuous left circumflex (lcx) obtuse marginal artery. For pre dilation, the physician advanced the 2.25mm x 30mm quantum maverick balloon catheter. Upon the first inflation the balloon was partially inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.